Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced discomfort, soreness, and pinching sensations. There was a high impedance reading of over 40k, and the patient reported receiving a shock upon touching the implant. The scar on the patient's back was described as the worst, and the implant site appeared to resemble a 'pair of lips' due to the early removal of stapes, giving the impression that the implant might come out of the body. The patient also encountered a 'settings not available' message and was unable to increase the settings. Despite relief in the left arm, the patient continued to experience pain in the right arm and reported having been in pain for 40 years. Troubleshooting steps included turning the device off and on, adjusting the settings, and changing groups. The patient was redirected to their healthcare provider for further assistance.